Event description:
A ventilator was returned to the manufacturer for service. There was no allegation of harm or injury.

Manufacturer narrative:
During evaluation at the manufacturer's service center, the ventilator failed pre and post test steps. The device's blower motor and sensor board were replaced to correct the problem.